Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2.1 mmol/l. Customer stated that the insulin pump occurred bolus anomaly. Customer stated that when they did not use bolus the insulin pump had the bolus insulin infusion sometimes. Customer blood glucose was normal at the time of call. The pump will not be returned for analysis.